Event description:
Received additional information: the reporter stated that they have defective products that are still on hand. There was unknown delay in therapy reported. The total affected product were 16 cases.

Manufacturer narrative:
Additional information in b5.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary: two (2) photos were shared by the customer, unable to confirm customer complaint of leaking from the photos provided. Received one (1) used list# b33980, one (1) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock. As received no significant visual damage or anomalies were observed. The sample was tested per specification, and a leak was coming from between the shunt and tapered connection of the trifurcated connector was observed. The bond where the leak was observed was separated and insufficient solvent coverage in the tapered connection of the trifurcated connector was observed. A DHR lot# review could not be conducted because no lot number(s) was/were identified. This complaint can be confirmed. The probable cause is due to insufficient solvent application during assembly process in ensenada.

Event description:
A complaint was received regarding a 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), that experienced leakage. The report stated that the device is leaking. Sample photos are provided. There was unknown patient involvement and unknown patient harm.